Event description:
The customer received questionable results for ferritin (ferr) on two patient samples. All results are in ng/ml. The customer indicated that the qc for the previous shift had been "fine" and the daily startup qc was successful the day of the issue. Approximately two hours had passed before the start of shift qc was performed and had failed. The customer had checked the pinch tubing and procell/ cleancell lines and they were ok. The customer indicated that no maintenance had been performed prior to the qc being out of range. The liquid flowpath cleaning (lfc) was last performed 8 days prior. Upon further troubleshooting, the customer determined that the preclean needle was bent. The customer indicated the needle had been changed and all qc was "fine". The customer also indicated there had been no further issues with the analyzer. Patient 1 initial ferr result was 168, which was reported outside of the laboratory. The sample was repeated on another hitachi e170 modular analyzer and generated a repeat result of 332. The customer deemed the repeat result to be the correct result and issued a corrected report. The customer indicated that no patients were treated based upon the erroneous results. There was no adverse event. Patient 2 initial ferr result was 68, which was reported outside of the laboratory. The sample was repeated on another hitachi e170 modular analyzer and generated a repeat result of 121. The customer deemed the repeat result to be the correct results and issued a corrected report. The customer indicated that no patients were treated based upon the erroneous results. There was no adverse event. The customer refused to provide the lot number and expiration date of the ferr reagent that was in use. The customer also refused a service dispatch for this issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.